Event description:
Reported that a pt got out of bed and the bed exit alarm did not go off. A nurse allegedly found the pt lying on the floor by the room door. The facility has not been able to confirm that the bed exit alarm was set. The pt reportedly sustained a laceration to the head that required sutures. It was also reported that the pt needed surgery but it has not been determined if this was a result of a pre-existing condition or this alleged event.